Event description:
It was reported to manufacturer that the vns patient was scheduled for surgery due to a suspected lead fracture. Further follow up with the treating physician revealed that the patient was seen for follow up in (B) (6) 2009 due to lack of the normal clinical response when the magnet was swiped. The patient was used to coughing when the magnet mode stimulation was initiated, and had recently noticed no coughing when the magnet was swiped. Additionally, the patient was not experiencing any clinical response to seizure activity upon magnet mode stimulation. There was no report of patient trauma or manipulation. The patient has subsequently had surgery where the lead and generator were replaced. The physician did not have the diagnostic test results available. Good faith attempts to obtain programming and diagnostic history have been made, but have been unsuccessful to date. In addition, good faith attempts to obtain the explanted devices have been made, but have been unsuccessful to date.

Manufacturer narrative:
Conclusions - device failure is suspected, but did not cause or contribute to death or serious injury.